Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported that the insulin pump seemed to be malfunctioning. Caller reported that the customer was experiencing unexplained high blood glucose levels. Earlier in the day of the call, customer's blood glucose level was 453 mg/dl, then 348 mg/dl after a set change. Caller also reported that the customer had high ketones. Caller reported that the customer was vomiting and blood glucose level was 458 mg/dl at the time of the call. Review of the insulin pump's alarm history showed that several low reservoir alarms and two no delivery alarms were returned. Caller was able to get insulin to exit the tubing during troubleshooting. Caller reported treating the high blood glucose level with a manual injection. During a follow up call, customer's mother reported that the customer's blood glucose level was over 600 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).